Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an 11cm diameter abdominal aortic aneurysm in 2003. The neck of the aneurysm contained a 30 degree angle. It was reported that the contralateral gate could not be cannulated by a guidewire because of the size of the aneurysm. A 28mm diameter by 3.75cm length aneurx aortic extender cuff was deployed to create an aorto-uni-itiac system with a femoral-femoral crossover. No clinical sequelae were reported, and the patient is reported to be fine.